Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that suture placement in the calcified common femoral artery was attempted with a prostyle device using the pre-close technique via a 6f sheath hole prior to a watchman interventional procedure. Reportedly, the suture was not present when the plunger was removed. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to a 18f and the watchman procedure was completed. Hemostasis was achieved with the two pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Analysis will not be required as additional information was received indicating the event was reported in error. The correct information related to the reported issue was previously reported under medwatch#2024168-2022-11208. H6- health effect - impact code 4641 was removed. Medical device problem code 1142 was removed. Type of investigation code 3331 was removed. Investigation findings code 114 was removed. Investigation conclusions code 4311 was removed. H10- additional mfg narrative: revised.

Event description:
Subsequent to the initially filed report, the following information was received: the event was reported in error due to a miscommunication at the account. The correct information related to the reported issue was previously reported under medwatch#2024168-2022-11208. No additional information was provided.